Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Cross cutting staple line marks were observed on the cutting ring. The tubing was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed cutting ring damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a total gastrectomy/r-y procedure, the surgeon fully fired the device and tried to remove it from the patient, however could not. The surgeon tried to push and rotate the device, however could not remove it from the patient. Thenthe surgeon resected esophagus again, re-anastomosed the tissue by overlap anastomosis. The jejunum was also damaged and laceration was occurred at another part of the tissue during this issue. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by additionally resecting the tissue. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.